Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided the evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was poor image quality on the camera head. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found loose coupler. Based on the results of the investigation, it is likely that the following led to the malfunction: the cable and ccd failure. A definitive root cause cannot be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that there was poor image quality on the camera head. There were no reports of patient involvement.